Event description:
Customer reported the display on the front of the device (oled, fio2 & mve) is not working.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.